Manufacturer narrative:
(B)(4).

Event description:
It was reported a coupler broke off in the tibia with a stem trial. The surgeon was unable to get the coupler or stem out. The surgeon finished the case and cemented tibia tray without a coupler or stem. The surgeon states a revision surgery is not needed to remove the broken pieces.